Event description:
Baxter reported the patient went to the hospital due to a leak in the transfer set. The transfer set had been in use for eight months. The patient received a transfer set change in 2003, and because several days had passed from the time the event occurred, the patient was given prophylatic antibiotics (medication and dose unknown). No patient injury resulted per baxter affiliate.